Event description:
Revision surgery was performed on (B)(6) 2025 due to cuff failure. Previous surgery date is unknown, as well as complete assembly information of previous implant. Total shoulder arthroplasty was converted to a reverse shoulder arthroplasty stability due to post-operative rotator cuff tear. During revision the following components were explanted: smr humeral head d.54 h.18mm (part number 1322.09.541, lot unknown), smr finned humeral body (part number 1350.15.110), liner f.met.back glen.standard (part number 1377.50.010). And replaced with reverse configuration components: connector and screw small std (part number 1374.15.310), glenosphere ecc dia 36mm (part number 1376.09.031), humeral body reverse short (part number 1352.15.005), retentive liner reverse std dia 36mm (part number 1360.54.811). Surgery was completed as intended. Patient is male, date of birth (B)(6) 1939. The event occurred in the united states.

Manufacturer narrative:
Explanted components have been discarded therefore cannot be returned to manufacturer for identification and investigation. No review of manufacturing records for complained parts is therefore possible. The manufacturer will provide a final report as soon as the investigation is completed.